Manufacturer narrative:
(B)(4)

Event description:
Procedure: colectomy of cecum with terminal ileum. According to the reporter: a rasping sound was heard when the instrument was fired, then the black return knobs would not return. The instrument was resected with the use of another device.